Event description:
A report was received stating that a patient was having a pocket revision due to an uncomfortable pocket. Nothing was explanted, the implant was just repositioned. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.